Manufacturer narrative:
(B)(6). Product not returned for evaluation yet. Most likely underlying root cause of malfunction:user had high glucose value. Manufacturer contacted customer with follow up phone calls for knowing customer's condition, customer informed feels better but tired. Customer informed several entrance in the hospital on (B)(6) 2016. Customer was informed by the primary doctor that she has problem with the pancreas and lost a percentage of her kidney function. Primary doctor prescribes 13 units of insulin and increase the diabetic pill doses (glyburide). Customer reported other tested results at the hospital that is over 500mg/dl.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 548mg/dl. The customer's expected fasting blood glucose test result range is 150 and 160mg/dl. Customer reported is not feel well with cold symptoms (sore throat) and tired. Customer reported that was in the hospital on (B)(6) 2016. Customer was tested at the hospital at the results obtained of blood glucose of 404mg/dl. Customer treated with 6 insulin units. Customer left the hospital with 313mg/dl blood glucose level, customer was discharged at 7pm same day. Customer advised that test within one hour later, customer tested with truetrack meter and obtained results of 535mg/dl on (B)(6) 2016 at 9:50pm. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 407 and 397mg/dl using true track meter. The test strip lot manufacturer's expiration date is 11/26/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).